Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, no complaint against the device. No observations are performed, for the complaint as the event is no complaint against the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Intraoperatively, it was determined, that the right implant was in fact intact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported the event of right side rupture. Device remains implanted.